Event description:
Per the clinic, the patient underwent wound exploration on (B)(6), 2011 due to concerns about possible infection. No infection was found. The patient underwent a surgical procedure to reduce skin overgrowth on (B)(6), 2011, and an 8.5mm abutment was attached.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Per the clinic, the revision surgery was successful and no additional episodes were reported. This report is filed (B)(4) 2013. Implanted device remains.